Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the mid-segment of the left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the stent became dislodged during the procedure. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure. It was further reported that the target lesion was 85% stenosed, mildly tortuous, and mildly calcified. The stent became dislodged within the lesion prior to full deployment. The device was completely removed from the patient without the use of retrieval devices or invasive techniques.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that stent dislodgement occurred. The severely stenosed target lesion was located in the mid-segment of the left anterior descending artery. A 24 x 4.00 promus premier drug-eluting stent was advanced for treatment. However, the stent became dislodged during the procedure. The procedure was completed with another of the same device. No patient complications were reported, and the patient remained stable post-procedure.